Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called tech support during drain (B)(6) with the message air detected in cassette. Patient confirmed he could not see any air inside his patient line, so he was advised to press ok to retry. The error returned without draining any additional solution. The patient was advised to cancel the treatment and when he was removing the tubing set he found that there was a hole in the back of the tubing set and fluid was leaking out of the back of it. The cycler was replaced due to the fluid leak. During follow up the patient's peritoneal dialysis registered nurse (pdrn) who confirmed the patient reported issue of fluid leak. She stated the patient did not need medical intervention or administered any sort of medication. The patient was doing well. The set was discarded.